Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during the fill tubing process. The customer stated that she was trying to press the act button during the prime process, and the insulin pump took forever but began shooting insulin out. The customer removed the battery in an attempt to resolve the issue. The customer's blood glucose was 66 mg/dl. She was advised to disconnect and remove the reservoir from the insulin pump and to perform the rewind process again. She became stuck on the disconnect tubing process and could not rewind the insulin pump. She advised that she had a back-up plan of syringes and insulin. She advised that the insulin pump was working well at the time of the call. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during the basic occlusion test due to loose protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.